Event description:
It was reported that the patient was experiencing a loss of therapeutic effect; the patient had an MRI and it hadn't worked since then. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 3093-28, lot # v620561, implanted 2011-(B)(6), explanted unknown; programmer model # 3037, lot # njd122875n.